Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 9 mmol/l (strip lot. 303791) and 4 mmol/l (unknown strip lot). The results were obtained on two different vials of test strips. However, the user could not provide the lot number for the 2nd vial, but stated the expiry date was december of 2026.